Event description:
While withdrawing the needle after insertion, the needle separated from the stylet and the needle portion remained in the catheter. There was no harm to the pt.

Manufacturer narrative:
One used unit was received 02 july 2007 and sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 09 july 2007.